Event description:
Edwards received information that after the surgeon removed the valve holder, prior to tying the knots of a 21mm aortic valve, a "broken valve strut" was discovered that rendered the valve incompetent. It was reported that parachuting was done without issue and the valve was easy to seat into the annulus using the handle, and during preparation no inconsistencies were noted. The valve was then subsequently exchanged with a new 21mm aortic valve without issue.

Manufacturer narrative:
Device evaluation: customer report of strut issue was confirmed. X-ray showed distorted commissure and visual examination also confirmed that commissure 2 was bent inwards and also slightly sideways. Distortion of the wireform at the commissure lead to wavy coaptation between the leaflets. (B)(4) = x-ray. Confirmed distorted commissure. Additional manufacturer narrative: a root cause of the reported event could not be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Device is not manufactured or distributed in the u.s., but is similar to one that is. Device returned. Evaluation is anticipated, but has not yet begun.

Event description:
Edwards received information through follow up with healthcare provider who reported that after removing the valve holder but prior to tying the knots of a 21mm bioprosthetic aortic valve, a ¿broken valve strut¿ was discovered that rendered the valve incompetent. The parachuting was done without any issue and the valve was easy to seat into the annulus using the handle, during preparation there were no inconsistencies noted.

Event description:
Edwards received information that a 21 mm bioprosthetic aortic valve was explanted at implant due to irregular coaptation. It was noted before tying down the sutures a defect was observed. Another 21mm aortic prosthesis was placed and patient was noted to be stable.

Manufacturer narrative:
Additional manufacturer narrative: the device history record was reviewed and showed that this device met all manufacturing specifications for product released prior to distribution. No issues were identified that would have impacted this event. Customer report of strut issue was confirmed. The valve was returned and evaluated by engineering. As reported, after removing the valve holder but prior to tying the knots of this model valve, a ¿broken valve strut¿ was discovered that rendered the valve incompetent. During preparation, there were no inconsistencies noted and the parachuting was done without any issue. As received, commissure 2 was bent inwards and slightly sideways. The x-ray showed the distorted commissure which led to the wavy coaptation between the leaflets. Based on the evaluation done by engineering, the root cause of the ¿broken valve strut¿ could not be conclusively determined. The commissure did not appear to be broken but rather bent. It is possible during implantation of the device the commissure was inadvertently bent which caused the observed failure. It was reported that no inconsistencies were noted during preparation suggesting the valve did not have any defects just prior to implantation. It is highly unlikely the valve had the observed defects during manufacturing. A bent or broken commissure would affect the coaptation region of the valve and would be highly apparent during inspection. The DHR was reviewed and there were no related non-conformances that could have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.